Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited out of range pacing impedance measurements and the lead vector had been reprogrammed to unipolar mode at an unknown time. The caller was inquiring about magnetic resonance imaging (MRI) guidance if there are out of range impedance measurements. A boston scientific technical services consultant discussed MRI protection and that terms for conditional status include normal range pacing lead impedance measurements. The caller was going to discuss the information with the patient's physician. No adverse patient effects were reported.